Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that their implant was moving around in the pocket. The patient stated that it was uncomfortable. There were no known external or patient factors that contributed to the issue and the physician was notified. The issue was not resolved at the time of the report and no surgery was scheduled.